Manufacturer narrative:
One used pump was received for investigation. A visual inspection was performed and no physical damage was found on the device; however, there was a bubble on the downstream occlusion seal. Multiple "no disposable" alarms were found in the event history log. Delivery accuracy tests found the pump to be over delivering the control limit specification, but within the published manufacturer's specification. As the delivery accuracy problems could not be duplicated, a root cause could not be determined.

Event description:
It was reported that the pump's occlusion seal was bubbling, causing a delivery accuracy "issue". No injury was reported.